Event description:
It is reported that a customer received a failed-battery test alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was advised to use new batteries and to call back if the issues persisted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.